Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes an incidence rate of <10 daily of gel globules in serum. Gel globules has caused occlusion of their analyzer probe when it draws up specimen. The presence of gel globules has caused occlusion of their analyzer probe each it draws up specimen. Customer started noticing this incidence sometime in january 2019.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for oil gel globules with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to oil gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for oil gel globules with the incident lot was observed. Testing of the retain samples was also conducted and oil gel globules was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes an incidence rate of <10 daily of gel globules in serum. Gel globules has caused occlusion of their analyzer probe when it draws up specimen. The presence of gel globules has caused occlusion of their analyzer probe each it draws up specimen. Customer started noticing this incidence sometime in (B)(6) 2019.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for oil gel globules with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to oil gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customers indicated failure mode for oil gel globules with the incident lot was observed. Testing of the retain samples was also conducted and oil gel globules was observed. Root cause description: based on the investigation, a root cause could not be determined. However, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes an incidence rate of <10 daily of gel globules in serum. Gel globules has caused occlusion of their analyzer probe when it draws up specimen. The presence of gel globules has caused occlusion of their analyzer probe each it draws up specimen. Customer started noticing this incidence sometime in (B)(6) 2019.